Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 2.4; lab's meter: 2.3. Thirty minutes later: date: (B) (6) 2010; inratio: 1.7; inratio (re-test): 1.3.

Manufacturer narrative:
Customer was milking the finger and using lancet for glucose. Milking the finger and inappropriate lancet may cause inaccurate inr results or testing errors, as indicated on technical bulletin 107. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B) (6) 2010; inratio: 2.4; reference: 2.3; mean: 2.35; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr: 1.7; 2nd inr: 1.3; mean: 1.50; sd: 0.28; %cv: 18.86. Since 18.86% cv is more tha 20%, the precision test failed the criteria for precision. Additional investigation is required. Investigation on strip lot #225323 from a previous case met the criteria for precision. Investigation results: precision: donor 1: ref.: 2.6; in-house 2: 2.5; in-house 3: 2.5; mean: 2.53; sd: 0.06; %cv: 2.28; resolution: pass. Donor 2: 2.7; 2.4; 2.1; 2.40; 0.30; 12.50; pass. For each pair of replicates for each sample on strip lot #225323, mean and standard deviations were calculated. In-house test results have 2.28% and 12.50%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. Conclusion: confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within limits. Precision criteria (<20%) was met in repeated inratio tests. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio meter is designed with pt's hct ranges from 30% to 55%. Pt's hct level (30%) is at lower range limit. It may contribute to customer's observation of test result discrepancy. There is insufficient info to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 13 discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.